Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that resistance was felt during insertion was inconclusive due to the sample condition. One 9.8cm segment of dual-lumen powerpicc tubing was returned for investigation with a 5fr microintroducer sheath that had been split before it was returned for investigation. A visual observation showed no damage or defects on the returned samples. A microscopic examination of the returned samples revealed nothing remarkable. The catheter was passed through an unused 5fr microintroducer without resistance. The dimensions of the catheter tubing were within specification. It could not be verified from the returned samples that the catheter or introducer caused the reported event. Since no damage was observed on the samples, since the entire catheter was not returned for investigation, and since the reported event could have been attributable to factors unrelated to the catheter, the complaint was inconclusive. A lot history review (lhr) of redr3279 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that resistance was felt upon insertion of catheter at subclavian vein, so that removed it and cut the distal 10cm of the catheter and re-inserted. It was further reported that procedure was completed by the same catheter. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3279 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that resistance was felt upon insertion of catheter at subclavian vein, so that removed it and cut the distal 10cm of the catheter and re-inserted. It was further reported that procedure was completed by the same catheter. There was no reported patient injury.